Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: an examination of the crimped stent found stent damage. Stent struts from the proximal end of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent od was measured using snap gauge and the result were within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break situated at 20 cm distal to the distal end of strain relief as well as multiple kinks located proximally and distally to the breaking site. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on analysis completed 23 april 2020. The target lesion was located in the left circumflex artery. It was reported that there had been a no cross issue with a 2.75 x20mm promus premier select drug-eluting stent. The procedure was completed with another of the same device. No patient complications were reported and that patients status is stable. However returned device analysis revealed stent damage.